Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the ventricular cable connection and upper/lower cases were broken. The battery drawer and one bail cover were also broken, the battery contacts compressed, ring cover, heart block, lead flex cover, heart wire contacts, and upper/lower cases contaminated, the ring bent, the keyboard scratched, and the serial number label damaged. (B)(4).

Event description:
It was reported that the external pulse generator had a broken case and a broken ventricular cable connection. The generator was returned for service. There was no patient involvement.